Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 the surgeon was placing 1.7mm cables and attempting to tension them using the cable gun. The rear cable lock would not lock off on the 1.7mm cable unless excessive force was used. This resulted in 2 cables breaking at the locking site. When the surgeon changed to the 1.0mm cables the cable lock worked correctly and he was able to tension the cable as desired. The surgeon ended up finishing the procedure using the standard tensioning device. The patient was not affected. The event only added an additional 3 minutes to the case. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.